Event description:
It was reported by the customer that a pyxis medstation es system automatically signed off a user every 60 seconds and that it affected patient care. The customer did not release additional information regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an operating system registry issue. The device's hard drive was replaced and reimaged to resolve. Customer confirmed system was operational. The system functioned as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d4, h4, h6 and h11. Section e- all accurate information has been provided within the initial MFR 2016493-2024-00093 for the required fields. Upon investigation of the actual device used in this incident, it was determined that the device having error in application markers manager - access to the registry key. The field service engineer replaced device¿s hard drive and reimaged to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-jan-2022 to 22-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported by the customer that a pyxis medstation es system automatically signed off a user every 60 seconds and that it affected patient care. The customer did not release additional information regarding this event. There were no adverse events or injuries reported based on this event.